Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of an incarcerated incisional hernia. As reported, a bard/davol composix e/x hernia patch mesh, (B)(4), lot number 43dq0456 (note: reported lot number not valid) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2010, the patient underwent an additional surgery to remove the mesh, which had eroded into a loop of her small bowel and was infected. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided to correct expiry date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 7 months post implant of composix mesh e/x, patient was diagnosed with bowel perforation, infection, fistula, abscess, adhesions and abdominal pain thereby underwent removal of composix e/x mesh. Per op notes, "mesh eroded into a loop of small bowel". The instructions-for-use supplied with the device list fistula as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of an incarcerated incisional hernia. As reported, a bard/davol composix e/x hernia patch mesh, reference number (B)(4), lot number 43dq0456 (note: reported lot number not valid; best match in d4) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2010, the patient underwent an additional surgery to remove the mesh, which had eroded into a loop of her small bowel and was infected. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of composix mesh e/x. Per operative notes, ¿herina was identified in the right lower quadrant. Adhesions were lysed and at the level of umbilicus, incarcerated fat was completely reduced. Composix e/x mesh was placed inside the abdominal cavity and tacked.¿ (B)(6) 2006 - patient was diagnosed with post operative ileus leading to obstruction thereby underwent exploratory laparotomy. Per operative notes, ¿the mesh appeared to be intact and there was no evidence of any bowel stuck. The mesh was opened in the midline and the bowel was eviscerated. Adhesions were lysed. The medial edges of the mesh were trimmed to assure not to be protrude through the midline and lead to further adhesions intra-abdominally.¿ (B)(6) 2010 - patient was diagnosed with abdominal pain. (B)(6) 2010 - patient was diagnosed with infected mesh, mesh eroded into a loop of small bowel, abscess and enterocutaneous fistula thereby underwent exploratory laparotomy with explant of composix mesh e/x. Per operative notes, ¿the midline portion of the mesh was opened to facilitate adhesiolysis and the mesh was removed. The enterocutaneous fistula tract had been identified and all of the associated granulation tissue was excised. ¿ attorney alleged that the patient had abscess, adhesions, bowel obstructions, bowel perforations, infections, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.